Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during a device data review after a true ventricular tachycardia (vt) event, over-sensed noisy signals were noted from a competitor's right ventricular (rv) lead. Additionally, variably low, but still in-range pacing impedance measurements (500 ohms) were noted from the rv lead. It was noted that the patient will be assessed for a rv lead replacement procedure, but this has not yet occurred. At this time, the system remains implanted and no adverse patient effects were reported.